Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003. Product type: catheter. (B)(4).

Event description:
It was further reported that the patient also had numbness in both legs. The location of the issue was believed to be the catheter tip.

Event description:
It was reported there was a catheter occlusion and a granuloma detected at the catheter tip. A portion of the distal segment was replaced with a new catheter. The patient had back and leg pain and a decreased efficacy of therapy. The pump was delivering morphine. It was later reported the patient recovered without sequela.

Manufacturer narrative:
(B)(4).